Manufacturer narrative:
The t:slim user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge onto the pump. Reportedly, the cartridge had been used previously and was filled with 200 units. The customer's blood glucose (bg) level was 318 mg/dl. The customer delivered insulin via the pump to address bg levels. Tandem technical support educated the customer regarding the cartridge load process. The customer successfully loaded a new cartridge and resumed insulin.